Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
K.n 12/29/2022 it was reported that the pump battery could not be charged. Customer¿s blood glucose level was 120 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.